Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and lowest bg recorded by continuous glucose monitor (cgm) on (B)(6) 2019 was 64 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. User made bolus requests without entering current bg and while still having insulin on board (iob). At 4:36 pm, user adjusted the cannula prime size and filled the cannula. User then adjusted the cannula prime again, filling the cannula again at 9:11 pm. Total daily basal insulin programmed in the active personal profile was 26.5 units. User activated an alternate personal profile with a programmed total daily basal of 77.85 units four times on (B)(6) 2019, switching back to the previous profile each time after less than 20 minutes. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill cannula¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible that the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg). However, the exact value was not provided and the cause was unknown. Customer addressed bg with juice. Additionally, it was reported that the pump would only vibrate and would not have a more audible alert despise the sound being on normal. Customer continued to use the pump to address the event.